Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that the patient presented pain. The surgeon decided to resurface the patella. During the procedure the tibia was suspected for loosening due to stained tissue in the knee. The baseplate and insert were replaced during the surgery.